Event description:
It was reported that while using the bd vacutainer® precisionglide¿ multiple sample needle that there was an issue with insufficient blood flow during collection requiring the sample to be recollected. No patient impact was reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® precisionglide¿ multiple sample needle that there was an issue with insufficient blood flow during collection requiring the sample to be recollected. No patient impact was reported.

Manufacturer narrative:
H.6 investigation summary: material #: 360210. Lot/batch #: 4003277. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.